Event description:
A distributor reported that a pump battery was not charging, and multiple attempts to resolve the issue through different power sources and cables were unsuccessful. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. A replacement pump was provided to ensure insulin delivery.